Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that a patient received a result of 85 mg/ dl on the inform system compared back to back within 10 minutes of a result of 28 mg/dl drawn for a lab system. Reporter stated that patient was hypoglycemic, but she could not specify whether treatment was given to the patient. Reporter also stated that the patient gave himself too much insulin which caused the hypoglycemia prior to the testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The account alleges that the device is experiencing unintentional movement of the head up and knee up functions.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.